Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator change out. Noise was noted on the rv lead. The noise was reproducible by tapping on the can. No other anomalies were observed. The physician elected to lead the lead implanted and explant the device. No further information is available.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.